Event description:
Reporter alleged blood glucose measured 423 mg/dl back to back with a result of 105 mg/dl when performed less than five minutes apart. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement was sent.